Event description:
It was reported by a user facility that a patient with skin type IV sustained hypopigmentation to the underarms following hair removal treatment with a lumenis lightsheer duet laser et handpiece.

Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient treatment settings and patient photographs which were provided. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. The engineer reported that the et hand piece was replaced as a precautionary measure. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs. The healthcare professional concluded that the probable cause of the event reported to be operator error, improper treatment settings in contradiction to common medical practice, subject device labeling and training.